Manufacturer narrative:
The system and other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1000 mcg/ml at 312 mcg/day) via an implantable infusion pump. It was reported that the patient was scheduled to replace her pump due to elective replacement indicator (eri). When the pump was being removed it was discovered that the catheter was coiled around the pump's catheter access port (cap) and it appeared to be severed from the spinal segment. An x-ray was performed and the hcp could see a spinal segment but could not follow the catheter to the pump. The hcp tried to aspirate the catheter but could not pull any fluid back. Once the pump was removed fully from the pocket it was evident that the spinal portion of the catheter was severed and the remaining portion of the catheter was coiled and wrapped around the pump. The decision was made to replace both the catheter and the pump but the patient's blood pressure dropped and the anesthesiologist did not feel it was safe to continue so the pump and affected portion of the catheter were explanted only. The issue was reported as resolved and the patient was noted as doing fine with no withdrawal symptoms. The customer discarded the affected devices so they would not be made available for analysis. It was unknown if the devices would be replaced in the future. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The indication of use was multiple sclerosis and intractable spasticity. No further complication was reported.